Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent an unspecified breast surgery with 270cc smooth mentor memorygel breast implant experienced right-sided grade iii capsular contracture postoperatively. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
Mentor received additional event information that updated the patient¿s age at the time of the event to 46 years, and that the patient underwent replacement with unspecified gel breast implant on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).